Manufacturer narrative:
H6: event methods, evaluation, and conclusion codes: updated. One warmer device was received for investigation. During visual inspection the device was observed to have no cuffs, the front label peeled off on the top, door sensor key on air detector stuck, the return tube is cracked, fluid ingression on the circuit board, the power wire from ground block to pcb loose, and s-tubing connecting heater 2 to water tank was kinked. Additionally the pump ran intermittently, and the yellow indicator light stopped working on the air detector. The reported issue was confirmed during functional testing when the device would sporadically power off. The issue was traced to the circuit board, which had a loose grounding wire. However the investigation could not identify a root cause for the observed condition. A review of the device service history found no information related to the reported issue. Due to the age of the device, it has been deemed beyond economical repair and will be decommissioned.

Manufacturer narrative:
B3: date of event is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that the device would randomly turn off. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: additional information: b5 and h6 - health impact codes.

Event description:
Additional information received confirming that was no patient or clinical injury and no patient involvement.